Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. There was no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis. However, there is a probable association between breaking the sterile pathway of pd therapy and peritonitis. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Medical records were provided by the patient's dialysis center. On (B)(6) 2016, the patient presented to a hospital's emergency department with hypotension, blood pressure 85/53, abdominal pain and diarrhea that started several weeks prior. Laboratory results showed the patient was hypokalemic and the patient was admitted. On (B)(6) 2016, peritoneal dialysis (pd) effluent was collected and showed abundant white blood cells. Subsequently the patient was diagnosed with peritonitis. On an unknown date during the admission, the patient was initiated on vancomycin via intraperitoneal (ip) route and intravenous (IV) route (dose regimens not reported). On (B)(6) 2016, the patient was discharged from the hospital to home with orders for antibiotic therapy. On (B)(6) 2016, the patient completed their prescribed antibiotic therapy. As of (B)(6) 2016 the patient's signs and symptoms of peritonitis resolved, and the patient continues to use ccpd therapy without further issues.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported the patient was treated in clinic with antibiotics intraperitoneally. Follow-up with the patient's peritoneal dialysis registered nurse (pdrn) reported the patient was hospitalized on (B)(6) 2016 due to gram-positive cocci peritonitis. The pdrn noted the patient was non-compliant with practicing aseptic technique. The patient did not practice aseptic technique during treatment: the patient did not wash their hands and did not don a mask. There were no reported fluid leaks during treatment or prior to the infection. The patient continues continuous cycler-assisted peritoneal dialysis (ccpd) therapy while hospitalized. Per pdrn the patient was discharged on (B)(6) 2016 and continues antibiotics for three weeks, with her last prescribed dosage of antibiotics on (B)(6) 2016. As of (B)(6) 2016 the patient's signs and symptoms of peritonitis resolved, and the patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. Medical records were requested.